Manufacturer narrative:
The customer tried calibrating several times, but failed multiple calibrations. A new reagent pack was placed on the analyzer and got a passing calibration after a few attempts. Controls recovered higher with the new pack. The customer also mentioned they were having issues with cell blanks. The field service engineer determined a rinse squeegee nozzle was broken. The broken nozzle was replaced and the customer was able to run controls with no issues. A check of the nozzle was performed and there were no further issues. Calibration recovery was not ok from 01-mar-2021 to 26-apr-2021. The investigation determined the service actions resolved the issue. Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they have been having issues with high results on patient sample and quality controls tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. Patient results appeared to be recovering 0.5 - 0.8 % higher compared to past data. Data was provided for one patient sample and this sample had discrepant hba1c results. The sample was tested at the customer site on the c502 analyzer, resulting in an hba1c value of 6.4 %. This value was reported outside of the laboratory and questioned by the provider. Another tube of the same sample was sent to a second site and tested on a cobas c 513 analyzer, resulting in an hba1c value of 5.8 %. The 5.8 % value matched historic data for the patient and was believed to be correct. The sample was repeated again at the customer site on the c502 analyzer, resulting in an hba1c value of 6.4 %. The hba1c reagent lot number is 48885001, with an expiration date of 31-jan-2022.